Event description:
A call was received through technical services reporting ventricular impedances increasing, oversensing also reported. Pace/sense portion of lead was capped and a new pace/sense lead implanted. No patient complications have been reported as a result of this event. Additional information received from an attorney alleges 'inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention/removal and or replacement".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise and high ventricular impedance were noted on the data disc review.